Event description:
It was reported that during a da vinci-assisted surgical procedure, the user alleged that the "patient side manipulator (psm) arm 2 moved in an unintended direction" during insertion. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The user was instructed to ensure that the surgeon does not head out of the surgeon side console (ssc) when releasing the master tool manipulator (mtm) arm. No further issue was reported. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and the functionality of the psm arms and surgeon side console (ssc) master tool manipulator (mtm) arms were verified. The procedure was completed using the same patient side cart (psc) with all psm arms confirmed to be fully operational.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse was unable to reproduce the customer reported issue that a psm arm moved in an unintended direction during insertion. As part of service, the fse then recalibrated the left master tool manipulator (mtm) arm and performed a swap operation between psm arms 2 and 3 for further testing. Following this, the system was retested, operated as expected and verified as ready for use. No image or video clip for the reported event was submitted to isi for review. Verification via logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 matching the documented event details. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a psm moved in an unintended direction during insertion. The site continued the procedure using the same system with all psm arms confirmed to be fully operational. The allegation of the patient side manipulator (psm) moved in an unintended direction could result in poor psm control and subsequent tissue damage. At this time, the root cause of the alleged psm arm 2 moved with unintuitive motion remains unknown. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.